Event description:
During the ivtm therapy, the quattro catheter (lot# unknown) was placed by an experienced physician into the patient's right femoral vein. Per the reporter, no other catheters were placed into the patient. Approximately 15 hours after the catheter placement, when the patient was in the maintenance phase with the target temperature of 36° c, the nurse noticed air bubbles in the start-up kit (suk) (lot# unknown) and the pinwheel having trouble spinning as a result of that. In addition, a small amount of blood was noted in the suk tubing. There were no air trap alarm messages displayed by the thermogard console and there was no saline fluid decrease in the bag. The customer suspected a catheter leak. The quattro catheter was removed after the solex catheter was placed to continue the treatment. The user replaced the suk as blood was noted in the tubing and the same console was utilized for treatment. No consequences or impact to the patient.

Manufacturer narrative:
The quattro catheter involved in the reported complaint was not returned to zoll for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The reported complaint of a leak on the quattro catheter (lot # 166647) was confirmed during functional testing. A bonding leak was observed at the proximal end of the medial 1 balloon. The probable root cause of the reported complaint could be a latent defect at the bond. Upon visual inspection, no physical damage was observed. Dried blood residue was observed in the catheter's balloons. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device. Upon pressurizing the catheter up to 100 psi, a bond leak was observed at the proximal end of the medial 1 balloon, thus confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for a quattro catheter with lot number 166647. Additional information: b5, (describe event or problem) lot # for catheter and suk were updated. Correction: d4, lot # was updated.

Event description:
During the ivtm therapy, the quattro catheter (lot# 166647) was placed by an experienced physician into the patient's right femoral vein. Per the reporter, no other catheters were placed into the patient. Approximately 15 hours after the catheter placement, when the patient was in the maintenance phase with the target temperature of 36° c, the nurse noticed air bubbles in the start-up kit (suk) (lot# unknown) and the pinwheel having trouble spinning as a result of that. In addition, a small amount of blood was noted in the suk tubing. There were no air trap alarm messages displayed by the thermogard console and there was no saline fluid decrease in the bag. The customer suspected a catheter leak. The quattro catheter was removed after the solex catheter was placed to continue the treatment. The user replaced the suk as blood was noted in the tubing and the same console was utilized for treatment. No consequences or impact to the patient.